Event description:
Same case as MFR report #: 2134265-2012-06753. It was reported that during a stenting treatment procedure, two vessel dissections occurred. The procedure treated the target lesion located in the moderately tortuous distal right coronary artery (rca). There was no vessel calcification. After pre-dilation, a 2.75x16mm promus element stent was advanced and deployed for treatment in the distal rca. Later it was observed in the procedure cine that there was a vessel dissection in the ostial of the rca. The physician advanced and deployed a 3.5x20mm promus element stent for treatment, however after the 3.5x20mm promus element stent was implanted another dissection was noted in the mid rca. Next, treatment for the mid rca dissection was performed using used a 3.0x38mm promus element stent which overlapped the previously two implanted promus element stents. Finally a 3.0x12mm promus element stent was used as treatment in the ostial of the rca to successfully complete the procedure. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).